Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle had its needle break during procedure. This malfunction occurred during a therapeutic endobronchial ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, in addition to update to fields, d4, d9, h4, and h5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the insertion portion is kinked in the area of the broken needle. A definitive root cause of the identified malfunctions could not be identified. Based on the results of the investigation, the most likely cause was also not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.